Event description:
Physician used a spider fx embolic protection device during treatment of a 100mm plaque lesion in the patients right distal peroneal artery. Minimal vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited 50% stenosis. Artery diameter reported as 2mm. There were no abnormalities reported in relation to anatomy. There was damage noted to packaging. The expiration date was smudged. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The vessel was pre-dilated with a 1.5-2mm nanocross pta balloon. The vessel was post-dilated with a 3mm non-medtronic balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the spider fx was expired and used in the patient. The medtronic sales rep opened the product when the physician requested and saw the packaging had a smudge on the expiration date. The rep thought it said 31-aug-24, so opened it. The spider was used without any incident occurring and no harm came to the patient. The device was safe ly removed from the patient. The following day, it was discovered by the account that the expiration date was in fact, 31-may-24, so the spider was expired by a month. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.